Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: the pump powered on with auditory and vibration alerts to a blank screen. The pump¿s cover was removed and there was moisture corrosion found to the printed circuit board (pcb) on the eeprom circuit (electrically erasable programmable read-only memory). The ¿call service alarm issue¿ was unable to be adequately investigated due to an inability to run the 24 hour basal program. The battery cap was not returned with the pump and a test cap was used to complete the investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.